Event description:
Philips received a complaint from customer reporting a white screen on a v200 ventilator display. The device was not in clinical use. There was no report of harm. The investigation is ongoing.

Manufacturer narrative:
The corrective actions and final disposition of the device are unknown because the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17595.